Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 30 mg/dl. It was also found the customer felt ill prior to being hospitalized. The customer stated their blood glucose was low from a possible over-delivery of insulin. Customer also believed their insulin pump may have malfunctioned. The customer stated they had issues with the insulin pump rewinding. Troubleshooting was able to assist the customer with rewinding their insulin pump. Customer was advised to revert to a back-up plan if needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.